Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported a hospitalization due to a motorcycle accident. The blood glucose reading was not given. Customer states the casing of the insulin pump was scuffed in the accident and he was not sure if it was safe to continue wearing. Customer was advised to discontinue use of the insulin pump. He was unable to verify if the accident was due to high or low blood glucose or any diabetes related issue because he does not remember anything leading up to the event. Nothing further was reported.